Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage or peeling to the keypad. All keys were responsive and the keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and there was evidence of moisture corrosion on the keypad connector, and the display board. Unrelated to the original complaint, the battery compartment was observed to be cracked. .